Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a head perfusionist that the controller display bottom row is not readable and it was exchanged from the hospital stock. There was no impact to the patient.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of a line (horizontal) of pixels in blank or off in the controller display due to a faulty lcd module. However, after the lcd module was replaced, the controller display showed the patient information as intended. The most likely root cause of the reported event may be attributed to a faulty lcd module. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.